Manufacturer narrative:
Image analysis: images were provided for evaluation. In the images you can see the patient body carried in a rash. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a patient¿s great saphenous vein (gsv) & short saphenous vein (ssv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was not utilized. General anesthesia was used. Hand compression was used. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive were noted. The catheter tip was 5cm caudal to sfj. The procedure was completed per IFU and the veins were reported to have closed. Post-op, an itchy rash was reported. Symptoms occurred between days 2-4 after procedure. The patient was administered an antihistamine and oral steroids. The symptoms gradually settled down and resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.